Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a free flow event had occurred during an infusion within the past 6 months. No patient harm was reported. The hospital biomed evaluated the device at the time and determined that the platen was missing. Although requested, no other details were provided.